Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during a laparoscopic adnexectomy, the image provided by the olympus hd autoclavable camera head disappeared and could not be recovered. According to the initial reporter, another camera head was used to complete the procedure without any harm to the patient.

Manufacturer narrative:
Correction: the initial report was inadvertently submitted without the initial device evaluation. That evaluation has been included below. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an initial evaluation was conducted by olympus. During the initial evaluation, the user¿s report could not be confirmed. There were no abnormalities in the subject device¿s appearance. The unit was tested for over an hour, but the user¿s report could not be reproduced. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, a definitive root cause could not be determined. The subject device was returned and tested, and the reported failure could not be reproduced. Olympus will continue to monitor the field performance of this device.